Event description:
The customer reported that the left monitor was not working and the system was down. This resulted in a loss of the live image and rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's monitors were replaced. The system was then found to be operating as intended.